Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that prior to surgery the battery compartment was open and had leaked. Another kit was opened and utilized to complete the procedure. There was no patient involvement. Due diligence is complete and there is no additional information available.